Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.

Event description:
A customer reported their freestyle freedom lite meter "does not respond to strips" and as a result of being unable to test, she sustained an injury. The customer refused to complete troubleshooting and provide any additional information. There was no report of death or permanent impairment associated with this medical event.